Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose 400 mg/dl. Patient's current blood glucose is 238. Details that led to the event and add relevant information if applicable. The customer experienced symptoms such as nausea and headache. The customer was treated with manual injection. The customer received insulin flow blocked alarm since high blood glucose values began. The customer declined high pressure test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.